Manufacturer narrative:
Patient identifier, age and weight were not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: (B)(4)). Sorin group (B)(4) is the manufacturer of the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a patient experienced post-operative endocarditis 2.5 years after undergoing a valve replacement surgery that involved a sorin heater-cooler system 3t. It was also reported that the patient received a valve replacement. This issue was initially reported under a single medwatch report (medwatch number 9611109-2015-00525) because the serial number of the involved unit was not provided. Sorin group (B)(4) was later informed that the serial number of the heater-cooler that was used on this patient could not be determined, as the procedure took place 2.5 years ago and the customer does not record what equipment is used in a given procedure. A single follow-up report was filed to provide the serial numbers of all four (4) units that have been used at the facility, as well as the information that one of the units was scrapped and two (2) were inspected by a sorin group field service representative, with an inspection of the fourth planned, though the serial numbers associated with each machine status was unknown at the time. Follow-up communication with the customer has revealed that an additional unit was scrapped and so only 2 were investigated on site. The serial numbers were provided for the units that were investigated and for the units that were scrapped. A separate medwatch report is being filed for each machine involved (additional medwatch report numbers 9611109-2015-00525, 9611109-2016-00030 and 9611109-2016-00031). The customer has reported that they clean and disinfect their machines per the current IFU. They have also stated that they do not maintain records of the disinfection. The unit in this report ((B)(4)) has been scrapped due to age as part of an equipment replacement. Through follow-up communication with the customer, sorin group (B)(4) has been informed that the customer has no further information that they wish to provide. No further follow-up is possible. The investigation is still on-going. The results of the investigation and any action taken will be provided in a follow-up report. Unit scrapped by customer.

Event description:
Sorin group (B)(4) received a report that a patient experienced post-operative endocarditis 2.5 years after undergoing a valve replacement surgery that involved a sorin heater-cooler system 3t. It was also reported that the patient received a valve replacement.

Manufacturer narrative:
A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.